Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode with a high upload queue and data sync errors. A technical support specialist (tss) restarted the data sync and maintenance services and rebooted the station, then communication with the server was restored, the queue cleared, and the system returned to normal operation and customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline and remained stuck in a not communicating status on health sight viewer (hsv) even after network connectivity was restored. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.